Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Dealer states one of the shower chairs that we provided the hospital broke while a patient was using it and the patient broke her hip. Pictures of chair provided. MDR filed.